Manufacturer narrative:
The customer reported of having hdd 0 and hdd1 port errors, as well as having issues with not being able to create strips. The issue started with 1 bed not being able to create strips, and then it moved on to the half the beds, and it later went to affecting all beds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of having hdd 0 and hdd1 port errors, as well as having issues with not being able to create strips. The issue started with 1 bed not being able to create strips, and then it moved on to the half the beds, and it later went to affecting all beds. No patient harm was reported.

Event description:
The customer reported of having hdd 0 and hdd1 port errors, as well as having issues with not being able to create strips. The issue started with 1 bed not being able to create strips and then it moved on to the half the beds and it later went to affecting all beds. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) gave "hdd 0 / hdd 1 port" error messages. Additionally, they were not able to create strips. This issue started with one bedside monitor (bsm) then slowly moved on to all the bsms. No patient harm was reported. Service requested / performed: troubleshooting. Two replacement hard drives (9000006111a hard drive, 500gb, cns-6201 2 ea) were sent to the customer. Investigation summary: the root cause for hard drive failure under ticket is attributable to being overdue on preventative maintenance - hard drives were more than 2 years, or 20,000 hours, old. Risk summary: device is designed with redundant array of two hard disks. When one hard disk fails, the other can take over. The manufacturer provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. The manufacturer also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of this device recommend periodic maintenance or replacement of hard disk drives. The reported issue does not require further investigation through CAPA process. Per the hha-20-001, risk mitigation factors are acceptable, and the residual risks are acceptable. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: ni, serial #: ni.